Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 3 mmol/l. Customer's blood glucose levels were in the range of 3 mmol/ to 20 mmol/l. The customer's other relevant blood glucose level was 15 mmol/l and 3.8 mmol/l. The customer was treated with tea for low blood glucose levels. The customer also had damage to the belt clip. The customer declined the troubleshooting for low and high blood glucose levels. The device is not expected to be returned for analysis.